Manufacturer narrative:
Pump received with a blank display. Unable to download to thus software due to blank display. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and found moisture damage on the electronics, 40 pin flexible printed circuit/lcd. The original pcba 1 was installed in a test pcba 2, case, internal battery, and motor. Powered the pump on using the battery simulator and no blank display noted. ¿the original pcba 2 was installed in a test pcb 1, case, internal battery, and motor. Powered the pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label, cracked battery tube threads and cracked case at battery tube side. In summary, pump receive with a blank display due to moisture damage on electronics assembly. Unit was confirmed for cracked battery tube compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.